Event description:
Complaint submitted through clinical data collection. Limited information provided and it is unlikely additional information will be provided. Two biocore products (different item numbers and different lot numbers) were used on a patient for posterolatoeral spinal surgery on (B)(6) 2025. Biocore products were implanted in locations l3-l4 and l4-l5 of the vertebrae and mixed with bone marrow aspirate and autograft (not collagen matrix, inc. Products). Rods, invictus screws, and two cages were also used (not collagen matrix, inc. Products). Customer confirmed there were no complications noted during implantation and the biocore products handled excellent. At a 6-week follow-up appointment on (B)(6) 2025, an adverse event of systemic weight loss was reported, in which the had a loss of appetite after surgery with subsequent weight loss of 28 pounds in 6 weeks. The patient was referred for a gastro enterologist consultation. The following intervention types were noted: add protein shakes to their diet, keep a calorie count, and possible therapy sessions. No further details surrounding patient outcome or patient status will be provided.

Manufacturer narrative:
This is for suspect device 1 and is the parent MDR. Refer to MDR 2249852-2025-00030 for suspect device 2.